Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. Thrombosis is a known adverse event listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the mid left anterior descending artery, pre-dilatation was performed and a 3.0 x 18 xience v stent was deployed at 16 atmospheres. Angiography revealed acute in-stent thrombosis with thrombosis occluding from the stented segment of the lesion. Aspiration of the thrombosis was performed immediately and intravenous tirofiban (antiplatelet) was administered. Blood flow was restored within a few minutes. There was no significant clinical delay in the procedure and no adverse patient sequela. No additional information was provided.